Event description:
Patient reported he experienced a hypoglycemia event on (B)(6) 2011. No blood glucose levels were provided. Patient's normal blood glucose level was not provided. Patient is currently in the hospital. Treatment received was not provided. Patient stated he was having problems in his private relationship and he started to apply a lot of insulin in order to stop his life. Patient reported the infusion device had no malfunction. Patient stated he used the infusion device consciously in order to stop his life. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.